Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
An increase of the rv threshold to > 2 volt was detected. The patient was hospitalized and the lead was repositioned. The patient's diuretic intake was increased. No adverse patient side effects were reported. The lead remains implanted.